Event description:
It was reported that the pump experienced a malfunction. There was no reported impact to the customer. The customer reset pump on their own while on hold waiting for technical support. The customer declined further troubleshooting, and there was no additional patient or event information available.